Manufacturer narrative:
Preliminary analysis of the returned home monitor confirmed the reported issue: the status led of the subject device was constantly lighting in orange. The root cause of this behavior is a short circuit between the printed circuit board (pcb) and the ground, which prevents the correct boot up of the home monitor.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Event description:
Reportedly, the status led of the subject home monitor remains orange.

Manufacturer narrative:
The device model (d1 and d4 fields) has been corrected from smartview gprs to smartview hotspot gprs. (B)(4).

Event description:
Reportedly, the status led of the subject home monitor remains orange.